Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system 7 error, frozen screen and not displaying fo readings during use on patient. As a result, the iabp was swapped out. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of the system error 7 is not able to be confirmed. The field service engineer (fse) serviced the pump and no problem was found with the pump. The pump passed functional checkout. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a system 7 error, frozen screen and not displaying fo readings during use on patient. As a result, the iabp was swapped out. There was no report of patient injury or consequence.